Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the introducer kit (ik) sheath would not respond to a pressure drip during arterial case. They tried to re-prime the sheath and it came apart. A different sheath was pulled, and they were able to successfully exchange the sheath and complete the case with the new sheath. There was no patient injury/medical or surgical intervention required. The patient was stable, and the procedure outcome was successful. Additional information was received on (B)(6) 2020. The device was in the patient, however the valve was the portion that broke, so that piece was always outside the body.

Manufacturer narrative:
This report is being submitted as follow up, no. 1 to update section h3, and to provide the completed investigation results. One 5fr introducer sheath was returned for product evaluation. The plug lock was dislodged from the three-way stopcock body. Visual inspection revealed, that the locking pin was dislodged from the three-way stopcock. The plug lock was viewed under microscope. And damage was seen at the gate. The gate was bent outward. The complaint can be confirmed, for three-way stopcock mechanical separation. Based on the investigation, it is likely the three-way stopcock was turned past 180 degrees causing the locking pin to dislodge, moving the plug lock. The device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently no action is recommended, since this risk evaluation is within the predetermined limits in the fmea.